Manufacturer narrative:
System updates pending. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the central regurgitation 15 months post valve deployment cannot be confirmed. However, dislodgment of a pacer lead on the outside of the valve/ring unit may have contributed to this event. There was no allegation or indication at this time that a malfunction of the valve contributed to the dysfunction (central regurgitation) of the sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 15 months post deployment of a 29mm sapien xt valve in an existing medtronic tricuspid ring, valve regurgitation was observed. At the time of the initial observation, it was unknown if the regurgitation was paravalvular leak (pvl) or central regurgitation. One month later, 16 months post deployment of the sapien xt valve, it was determined that the regurgitation was central. Imagery revealed a pacer lead on the outside of the sapien xt valve "got moved back" the pacer lead was observed to be "bouncing" on the top of the sapien xt valve, possibly pinning the valve leaflet open, resulting in the central regurgitation. At the time of this report, possible intervention was being discussed; however, the type of intervention and when it will be performed is not known at this time. It was perceived that the dislodged pacer lead "bouncing" on the top of the sapien xt valve was likely causing the central regurgitation.

Manufacturer narrative:
UDI number: (B)(4). Seventeen months post implant of the sapien xt valve in the pre-existing tricuspid ring, a valve-in-valve procedure was performed to resolve the central regurgitation. A second 29mm sapien xt valve was implanted in the existing sapien xt valve. It was also reported that the initial sapien xt valve appeared to be originally deployed at an approximately 30 degree angle to the pre-existing tricuspid ring. At the time of this report, the patient is in stable condition.